Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not reported. On the same day as onset, the patient was hospitalized for the peritonitis. On an unknown date in the same month as onset, the patient began treatment for the peritonitis with vancomycin (dose, frequency and route was not reported). Three days after peritonitis onset, the patient¿s peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis (hd). As a result, the patient was not retrained on aseptic technique. It was reported that the patient was switched to hd due to the peritonitis and the patient¿s ¿unsuitable social environment as the patient was in a long term stay at a hotel¿ (no further detail was provided). Nine days after being admitted, the patient was discharged from the hospital. It was unknown if the patient was recovered from the peritonitis event. No additional information is available.